Event description:
I had the essure coils placed in (B)(6) 2012. I did not have too much localized pain immediately following procedure. Two months after the procedure I also had a very heavy period which included blood clots with heavy cramping and backache. At this time I also started experiencing some unusual symptoms and these symptoms progressed over the course of the last year. My periods are every three weeks, with random bleeding in between cycles. I have periods of hot flashes, night sweats, and mood swings, anxiety, and loss of libido. I have severe joint and muscle pain especially in my feet, hands, and lower calves; and tingeing/numbness in extremities. I have severe lower backaches that interfere with my ability to sleep; I also have pressure and cramping in lower abdomen area. (These pains fluctuate but are very troublesome about 3 weeks per month.) I have frequent headaches and dizziness, seizure-like brain activity. I had a seizure on (B)(6) 2013, with no history of prior seizures. I also developed heartburn (which I never had a problem with prior). I have skin problems including acne, itching, and rashes. I have problems with vaginal irritation/itching, odor, discharge (bv) (with no yeast infection, but frequent utis). My hsg test revealed that only one tube was blocked, so procedure did not work as it was intended. I have gastrointestinal problems which include frequent problems with loose bowels, nausea, and bloating. I have had fibromyalgia for 23 years, and the symptoms of my condition, including muscle pain and fatigue have been exacerbated. Many of these symptoms are not part of my condition (such as joint pain and pain in feet). In the last several months, my functioning level has steadily decreased. Additionally, I was not aware that essure coils contained nickel when I had them placed. I had reactivity testing by (B)(6) of 2003 which revealed that I am highly reactive to nickel. It was after I started experiencing symptoms that I discovered essure coils contained nickel.